Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), genital haemorrhage ('general abnormal bleeding') and ovarian cyst ruptured ('ovarian cyst ruptured') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis bacterial, cystitis, ovarian cyst, depressive disorder, generalized anxiety disorder, panic disorder and asthma. Essure confirmation test(s) conducted, specify- yes date:(B)(6) 2014. Concurrent conditions included menorrhagia, fibroids, dysuria, urinary frequency, flank pain, lower abdominal pain, kidney stones, weight loss, back pain, nausea and postoperative pain. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder "), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge") and ovarian cyst ruptured (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and ovarian cyst ruptured outcome was unknown. The reporter considered abdominal pain, bladder disorder, genital haemorrhage, menorrhagia, ovarian cyst ruptured, pelvic pain, urinary tract disorder, urinary tract infection and vaginal discharge to be related to essure. The reporter commented: patient received treatment for bleeding-menorrhagia, general abnormal bleeding, bladder problems, urinary tract disorder, uti, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2014: essure confirmation test(s) (unspecified) -result unknown. Most recent follow-up information incorporated above includes: on 22-nov-2019: new pfs received-new events added: abdominal pain, menorrhagia, general abnormal bleeding, bladder problems, urinary tract disorder, uti, vaginal discharge, ruptured ovarian cyst. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), pelvic infection ('pelvic infection'), pelvic pain ('pain') and ovarian cyst ruptured ('ovarian cyst ruptured') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis bacterial, cystitis, ovarian cyst, depressive disorder, generalized anxiety disorder, panic disorder and asthma. Essure confirmation test(s) conducted, specify- yes date: (B)(6) 2014. Concurrent conditions included menorrhagia, fibroids, dysuria, urinary frequency, flank pain, lower abdominal pain, kidney stones, weight loss, back pain, nausea and postoperative pain. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital haemorrhage ("general abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder "), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, pelvic infection, ovarian cyst ruptured, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, vulvovaginal pain and vaginal haemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, ovarian cyst ruptured, pelvic abscess, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for bleeding-menorrhagia, general abnormal bleeding, bladder problems, urinary tract disorder, uti, vaginal discharge. Discrepancy noted in essure insertion date as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-jun-2020: pfs received: events added: abnormal bleeding (vaginal), pelvic infection, pelvic abscess, dysmenorrhea (cramping), vaginal pain were added. Lab data were added. Seriousness criteria removed for genital hemorrhage. On 24-feb-2020: pif received: no new information added. Fu 6 and 7 processed together. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic abscess ('pelvic abscess'), pelvic infection ('pelvic infection'), pelvic pain ('pain') and ovarian cyst ruptured ('ovarian cyst ruptured') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginitis bacterial, cystitis, ovarian cyst, depressive disorder, generalized anxiety disorder, panic disorder and asthma. Essure confirmation test(s) conducted, specify- yes date: (B)(6) 2014. Concurrent conditions included menorrhagia, fibroids, dysuria, urinary frequency, flank pain, lower abdominal pain, kidney stones, weight loss, back pain, nausea and postoperative pain. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic abscess (seriousness criteria medically significant and intervention required), pelvic infection (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criterion medically significant), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), genital hemorrhage ("general abnormal bleeding"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("urinary tract disorder "), urinary tract infection ("urinary tract infection"), vaginal discharge ("vaginal discharge"), dysmenorrhoea ("dysmenorrhea (cramping)"), vulvovaginal pain ("vaginal pain") and vaginal hemorrhage ("abnormal bleeding (vaginal)"). The patient was treated with surgery (hysterectomy(full), salpingectomy(bilateral). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic abscess, pelvic infection, ovarian cyst ruptured, bladder disorder, urinary tract disorder, urinary tract infection, vaginal discharge and dysmenorrhoea outcome was unknown and the pelvic pain, abdominal pain, menorrhagia, genital hemorrhage, vulvovaginal pain and vaginal hemorrhage had resolved. The reporter considered abdominal pain, bladder disorder, dysmenorrhoea, genital hemorrhage, menorrhagia, ovarian cyst ruptured, pelvic abscess, pelvic infection, pelvic pain, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal hemorrhage and vulvovaginal pain to be related to essure. The reporter commented: patient received treatment for bleeding-menorrhagia, general abnormal bleeding, bladder problems, urinary tract disorder, uti, vaginal discharge. Discrepancy noted in essure insertion date as 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 10-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.